Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not to adjust the stimulation with the patient programmer. The programmer's display showed the "call your doctor" icon. A power on reset (por) condition was also encountered. There were no occurrences of a device discharged (or possible overdischarge) event, an exposure to electromagnetic interference (emi), or any medical procedures. The por was cleared with the assistance of the company representative. The stimulation therapy was noted to be "back on," which resolved the issue. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.